Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced persistent hyperglycemia after a meal announcement, with cgm and fingerstick values in the 300 mg/dl to 393 mg/dl range, ongoing high alerts, rapid cartridge depletion over approximately 24 hours. The user changed the infusion set and supplies multiple times and later performed a full change of the supplies and also changed the sensor, after which glucose levels improved. Symptoms included sustained high blood glucose without acute illness. Outcomes included no hospitalization, no professional medical intervention, no backup therapy, and no ketone testing. Investigation included troubleshooting and user education focused on potential infusion set issues and confirmation of insulin delivery. Investigation of this case revealed no confirmed device malfunction and that supply and sensor replacement resolved the issue. It was concluded that the event was hyperglycemia of unclear cause with successful resolution after supply and sensor replacement. A definitive device related root cause could not be established based on the available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.